Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010 during drain cycle 3. The ultrafiltration volume was 1231 ml. The programmed fill volume was 1100 ml .this event meets overfill criteria.

Manufacturer narrative:
(B)(6). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) that had occurred on (B)(6) 2010 during cycle 3 when the device user had an ultrafiltration volume of 1231 ml (estimated drain volume of 2331 ml). The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The assignable cause of the additional iipv was determined to be: insufficient drain. One or more cycles advanced to next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).